Event description:
It was reported that when using the bd pyxis¿ medstation¿ es seems to do a very long update when rebooted. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was systemic due to a widespread update and not caused by a hardware or system malfunction. A field service engineer reviewed the issue and identified it was related to a windows system update affecting multiple sites, not a device-specific fault. Fse communicated findings to the customer and confirmed similar occurrences across environments. The system functioned as intended after the field service engineer investigate the device.